Manufacturer narrative:
Correction: device manufacture date inadvertently not included in MDR 1723170-2017-00130 sequence number 1.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system on-site. There was a reported issue with inaccuracy. It was found that the right side trackers were close to the limit values. The trackers were calibrated, and the issue was resolved. No parts were replaced. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that during a spinal fusion procedure, there was an alleged inaccuracy. It was reported that after a 3d spin, the surgeon checked accuracy on the metal patient reference clamp, and found that the tip of the pointer was shown as inside the clamp on the navigation system. Another spin was taken and the issue was resolved. A total of 5 spins were taken during troubleshooting of this issue, and the issue could not be replicated. The procedure was completed with the imaging system after a reported delay of less than one hour. The patient was not impacted.

Manufacturer narrative:
Additional information: device manufacture date provided. Correction: unique device identification (UDI) updated to proper value. The tracker for the imaging system was returned to the manufacturer for evaluation. Testing found that all markers on the unit would intermittently lose functionality.